Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
Event occurred in (B)(6). The customer reported the cannula had two cuffs, the lower works but the proximal (upper) cuff was broken. It was reported that the patient used a ventilator and a cough machine. The needle has not been cleaned since insertion. When the cuff broke no one touched it, but the patient spontaneously heard a sound that he describes like " when a balloon bursting." He noticed in connection with speech deteriorated due leakage. There was no patient complication. Patient was not shaved.

Manufacturer narrative:
Additional information was received that the country of orgin was (B)(6).

Event description:
This event occurred in (B)(6).